Event description:
It was reported that during a laparoscopic appendectomy, the initial stapler used was fired, no staples were observed in the staple line; another device was pulled. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that one tsw35 was received instead of the reported atw35. The device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing did the event occur? First. Were the colored drivers visible in the cartridge? Unknown. Was buttressing material used? Unknown. Was the device fired across existing staple line? No. What color cartridge was being used? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.